Event description:
On 2013 (B)(6), the revision surgery for gamma3 long nail breakage was performed. The primary surgery date is unknown at present. The hip fracture had become nonunion.

Event description:
On (B)(6) 2013, the revision surgery for gamma3 long nail breakage was performed. The primary surgery date is unknown at present. The hip fracture had become nonunion.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The bearing points of the lag screw indicate that heavy loads were brought to the nail / lag screw postoperatively and contributed to the nail breakage. The implantation time is unknown; the customer reported that a non-union was detected.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.